Event description:
The hcp reported that the patient had a pump replacement yesterday. The hcp did not know that actual catheter length, but primed the system with 0.289 ml (0.199 ml for the pump and 0.09 ml for the catheter). The physician reported that the patient is now showing signs of withdrawal (no specific symptoms were reported). The hcp stated that he will increase the rate and bring the patient in the next day to check them again. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.